Event description:
Pt with long segment (9cm) barrett's esophagus treated with circumferential rfa developed dysphagia and stricture. The stricture was dilated successfully, and the dysphagia resolved. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.